Event description:
Additional information received from the consumer reported with the legs shaking, he did put in new batteries as the patient was told. However, since that time, the implant had never worked as good. The patient was not getting any relief from his pain.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implant was not working for her anymore. The patient did not know if it was due to her battery being depleted or not. It helped in the beginning with the patient's symptoms, but since then had not. The patient had tried to adjust her settings multiple times, but she was told she could not adjust any higher because of her heart. It was noted the patient's right leg had started to shake uncontrollably. When the patient was wearing jeans and was sitting down, the patient had pain at the implant site. The patient was extremely thin, so the battery sometimes caused her pain. The patient mentioned she was at the hospital in (B)(6) 2015 and tried to gain weight, but ended up losing weight. This was alleged as not related to the device. The patient asked if it was possible to have the implanted implantable neurostimulator (ins) taken out. The implant not working, symptoms, and right leg shaking occurred in (B)(6) 2013. A historical event of breaking her thoracic when she was rear ended in a car accident back in 2003 was mentioned. The patient stated the accident was so bad she could not walk. Relevant medical history included non-malignant pain and other non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.